Event description:
The customer states that one patient sample generated an initial architect stat troponin-I assay result of 0.031 ug/l (the customer uses a range of 0.000 - 0.030 ug/l). The sample retested at 0.017ug/l. No suspect results were reported from the lab. Controls remain within specifications. There is no impact to patient management reported.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, a 3.5 x 12 mm rx xience v stent was implanted in the 90% stenosed, proximal rca lesion. However, the patient later experienced in-stent restenosis (99%), which required treatment with percutaneous coronary intervention (pci) the following year. No additional event or patient information is available.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Expiration date corrected to 10/31/2009. The investigation consisted of a review of customer complaints received to-date to determine if other customers have experienced the issue of erratic troponin-I assay results. The review of this data did not identify any problems. Specifically, an increase in the number of complaints related to erratic results while using the reagent lot number in question of the architect stat troponin-I assay were not observed. The architect stat troponin-I package insert (version 840549/r6) contains sufficient information to address the customer's concerns. Product evaluation testing is not required because our review of complaint tracking and trending records did not find any systemic issues that would indicate a potential product deficiency with the architect troponin-I assay. The customer's issue does not appear to be caused by a shift in product performance. This assay is performing according to its labeling claims. Based on the current investigation conducted, the architect stat troponin-I assay is performing as intended. No product malfunction was identified. This is a final report.